Manufacturer narrative:
The device has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted due to other non-product experience. Additional information obtained from the field which indicated that the patient experienced twiddler's syndrome. No additional adverse patient effects were reported.